Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was resistance in the plunger of a bd luer-lok¿ syringe when trying to obtain insulin from the vial. Customer stated that some insulin was inserted into the syringe and there were bubbles going in the vial but the insulin would not go out once inside the syringe. The customer stated the backflash of blood was not associated when handling the syringe/needle. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: a large sample bag containing smaller sample bags was received by bd canaan. Contained inside were three plastic sample bags with various used parts including syringes from batches 6334567 and 4328556 (p/n 309657), tubing, gauze pads, what appeared to be pumps, possibly needles and attachments. Some of the syringes were opened without packaging, some were sealed. Visual evaluation through the bag appeared to indicate that the open items were used and contaminated. As soon as plastic bags were opened a strong unpleasant smell emanated from the inside, therefore direct evaluation was not performed. However, it was possible to evaluate plunger function through the plastic bags of opened samples. Plunger of the samples could be moved without any problems. It is therefore concluded that the issues experienced by the end user were related to problems in the rest of the system and not syringe problems. The packaged syringes¿ plungers were also able to be moved without any difficulties. DHR review for batch 6334567 (p/n 309657): manufacturing dates: 12/13/2016 to 12/15/2016. Batch quantity was 768,000. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6334567 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 4328556 (p/n 309657): manufacturing dates: 11/28/2014 to 11/29/2014. Batch quantity was 768,000. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4328556 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause and CAPA not required as no defects were confirmed.